Event description:
It was reported that the lead exhibited unacceptable thresholds at implant. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes that the lead also exhibited high impedance.

Manufacturer narrative:
Analysis was normal.